Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: USA. It was noticed that the head of the screw on the ejector tip kerrison was missing. The nurse was unable to find the screw so a flat plate x-ray was done to rule out retained foreign object (rfo). X-ray confirmed no rfo.

Manufacturer narrative:
Investigation: no product is at hand. Conclusion and root cause: no product available and therefore an analysis is not possible. No CAPA is necessary.